Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m03324a serial# implanted: explanted: product type accessory product ID neu_unknown lot# serial (B)(6) implanted: explanted: product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that it seemed to take a decent amount of force to get the screws to engage. As the physician put pressure onto the screw it would many times slip out of the side slot of the guide tube causing them to have to reinsert the screw into the guide tube and start over. The doctor is now going to be removing the screws and use preloaded cranial plating screws instead of the medtronic screws. The lead was also getting stuck in it when trying to retract the cannula over the lead.

Event description:
It was reported by the manufacturer representative (rep) that during a procedure, the doctor had issues with the burr hole device screws and the cannula. The rep stated that the cannula and the lead were inserted, and once the lead placement was confirmed, the doctor started to retract the cannula to expose the bottom portion of the lead. However, they were having difficulty pulling the cannula back around the lead. It almost looked like the lead was suctioned inside the cannula. The surgeon gently worked on it, removing the set screw to the cannula to ensure it was bit catching on the lead, preventing it from backing up, and could pull the cannula back and finish the case. The surgeon also reported they always struggled using the burr hole device screws due to their design, so they removed the screws and used the cranial plating screws. They stated they will use the cranial plating screws for all the cases in the future. The issues were resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m03324 a product type accessory product ID neu_unknown lot# serial# (B)(6) product type unknown section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: 082m03324a, ubd: 02-feb-2026, UDI#: (B)(4) ; product ID: neu_unknown, serial/lot #: (B)(6), ubd: 02-feb-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.